Event description:
It was reported that the pt developed severe aortic insufficiency (ai) after one inflation with the aortic valvuloplasty balloon. The pt was reported to be very ill with class IV chf, and the bav procedure was performed as a bridge to possible tavr. Approximately two days after the procedure, the pt eventually died of pump failure/hypotension. The relationship of the device to the death is unknown.

Manufacturer narrative:
A full manufacturing review could not be performed as the lot number is unknown. The investigation is inconclusive as neither the sample nor images were returned for evaluation. The definitive root cause could not be determined based upon the available info. The pt was reported to be very ill with class IV chf. The relationship of the device to the death is unknown. It is unknown if pt and/or procedural issues contributed to the reported event.